Manufacturer narrative:
The reported event of an incorrect average rate was confirmed. Based on the information provided, the maximum duration of a high ventricular rate episode is limited to 18 hours, 12 minutes, and 16 seconds. The patient had three episodes exceeding 18 hours, resulting in an incorrect average rate calculation as the counter does not have a cap limit.

Event description:
It was reported that high ventricular rate episodes were observed to be 448 bpm and 640 bpm, but there were no events of episodes above 290 bpm observed on the histogram. A review confirmed there were no ventricular intervals as fast as the device was reporting. A discrepancy in the average rates of the episodes was suspected. There were no patient consequences.